Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a dexcom g7 sensor failure led to pairing difficulties with the ilet, which were resolved by re-pairing the new sensor using a pairing code and toggling device settings, after which the ilet connected and began operating with the correction algorithm. Symptoms included hyperglycemia with a reported glucose value of 252 mg/dl, without ketone testing, backup therapy, professional intervention, or acute health effects. Outcomes included transient elevated glucose without hospitalization or assistance. Investigation included guided troubleshooting to pair the replacement sensor and re-establish cgm data flow to the ilet. Investigation of this case revealed that the initial pairing failure was corrected through standard connectivity and setup steps, with no ongoing device malfunction once paired. It was concluded, based on previously established findings for similar reports, that the cause was user setup and connectivity error resolved through standard troubleshooting.